Manufacturer narrative:
(B)(4). Date sent 10/22/2024. D4 batch #929c12. Corrected data d4: UDI#. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis found that one ntlc75 device was returned closed with the knob forward in the label side position and with a reload loaded. The reload was received fully fired with tissue between the anvil and reload deck and some malformed staples were noted on the tissue. The swing tab was in the locked position and also, it was noted that the reload deck was damaged. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. In addition, an unknown surgical device was returned along with the product complaint. The damage to the cartridge deck and the malformed staples is consistent with the device being clamped over a hard object misaligning the jaws and causing the reported event. When joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the IFU for proper cartridge loading. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 929c12, and no non-conformances were identified.

Event description:
It was reported that during unknown surgery, the device was fired clamping by alice forceps. The knob reached the tip, but the device including the root part did not move at all. The case was completed with additional incision. Because the knob did not return with the intestinal tract still engaged, the sending product is with intestinal tract. The surgeon would like to know whether the knob moves to the tip even when alice forceps is engaged, and what the condition of the stapling inside and knob are like. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 10/2/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: please provide more details for ""the case was completed with additional incision.""? The procedure was completed using a replacement. Was there a change in the procedure? The procedure was completed using a replacement. If yes, please explain. The procedure was completed using a replacement. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.